Event description:
Microbial contamination within the architect system (architect i2000/ i2000sr processing modules and architect wash buffer) through generation of folate-like by-product (microbial folate) may cause architect folate calibration failures and shifts in architect folate results (qc and pt results). The customer requested decontamination of the architect i2000sr analyzer due to increased folate results.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.